Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump was dropped, resulting in a cracked screen, and a replacement device was provided while the user was advised to revert to backup therapy. Symptoms included no reported changes in blood glucose and no alerts or alarms. Outcomes included continued pump function until replacement and successful setup of the replacement device. Investigation included assessment of the device condition and confirmation of replacement logistics and shutdown guidance. Investigation of this device revealed device damage consistent with physical impact to the display component without associated functional alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental drop.